Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 85% stenosis located in the distal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated twice at 12atm for 15 second durations. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the stent however excessive force was not used. It was reported that the stent failed to cross the lesion and became deformed due to the lesions severe tortuosity. The patient was reported to be alive with no injury.